Event description:
It was reported that a 72-year-old female patient underwent a galaxy-assisted bronchoscopy procedure for a 6 mm lesion in the left lower lobe. During the biopsy portion of the procedure, bleeding was observed after biopsy activity. While the physician was suctioning the bleed, a "scope attached during e-stop" notification occurred, although the emergency stop button was not pressed. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
Additional information received from the noah clinical representative on (B)(6) 2026 confirmed that bleeding was observed before the e-stop notification occurred. Biopsy activity prior to the bleeding included use of one needle, two forceps used four times total, and one brush. Blood was seen in the working channel after the fourth forceps pass. The irrigation tubing was not attached during biopsy. The physician confirmed bleeding under fluoroscopy, applied suction, and administered txa (tranexamic acid) followed by air. While suctioning, the unexpected e-stop notification occurred. The physician followed the recovery instructions, which included collapsing the scope guide, removing the bronchoscope, pressing recover, waiting for the arm to retract, and reattaching the bronchoscope and scope guide. The arm did not retract during the first recovery attempt, and the physician had to reattach the bronchoscope, remove it again, and press recover a second time. Once the system recovered, the physician removed the galaxy bronchoscope and used another scope, stating that he could not trust that the error would not occur again. The bleeding was controlled during the procedure, and the physician continued with ebus and eus after the galaxy portion of the procedure. The patient reportedly did not show signs of clinical instability per the crna and was discharged the same day. The physician attributed the bleeding to lesion location, stating that the lesion was on a blood vessel. Concomitant devices used during the procedure included one needle, two forceps used four times total, one brush , therapeutic bronchoscope (brands not provided). The galaxy bronchoscope was discarded following the procedure due to being covered in blood. The bronchoscope was not returned for investigation as it was discarded. Manufacturing records were reviewed and confirmed the bronchoscope passed final qa/qc inspection. Video review showed successful initialization, main carina matching, registration, navigation, and two tilt+ imaging acquisitions. Biopsy activity included tools consistent with a brush/probe, forceps, and needle, with live fluoroscopy used during portions of the procedure. Blood became visible in the camera view after the final observed forceps pass and before the scope attached during e-stop alert 10023 and arm motion range exceeded alert 10115 occurred, consistent with the clinical representative's statement that bleeding was observed before the unexpected e-stop notification. Log analysis confirmed alert 10115 was triggered by a joint limit violation during commanded retraction, and alert 10023 was displayed because the scope remained attached during the e-stop state. Recovery was not immediately successful because the scope remained attached, which is consistent with the IFU and onscreen recovery instructions requiring scope removal before recovery. Based on video and log review, the available investigation does not reasonably suggest that the system alerts caused or initiated the bleeding event. The physician managed the bleeding with suction and txa (tranexamic acid) followed by air, and attributed the bleeding to lesion location, noting that the lesion was on a blood vessel. This MDR has been submitted because the patient experienced bleeding requiring medical intervention during a galaxy-assisted biopsy procedure. A system malfunction was reported involving a scope attached during e-stop notification; however, video and log review confirmed that the bleeding occurred after biopsy activity and before the system alerts. The available investigation does not reasonably suggest that the reported malfunction caused or directly contributed to the bleeding event. The physician attributed the bleeding to lesion location.